Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2352-70 serial: (B)(4). Batch: 5035453. Product family: scs-ipg-r upn: (B)(4). Model: sc-1132 serial: (B)(4). Batch: 205647.

Event description:
It was reported that the patient's leads had scarred into position and the patient was experiencing an uncomfortable pulling when she moved her head. The patient underwent a lead revision surgery to reposition the implantable pulse generator (ipg) and tunnel the leads differently. During the revision, one of the leads was damaged by the physician so it was replaced. The patient was doing well post-operatively. The explanted lead was discarded.